Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken belt clip rails, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump ridge had physical damage. Customer's blood glucose was unknown. Insulin pump would be replaced.